Event description:
It was reported that during withdrawal and closure of a faradrive sheath from a patient following a farapulse procedure, a vertical crack was observed on the luer of the sheath. The flushing system was in tact throughout the procedure, and no air ingress was possible. No leak was observed from the crack, and the sheath was able to be used to complete the procedure. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
Investigation summary: based on the available information, the reported event of sheath damage was confirmed. The referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location. Laboratory analysis of the returned faradrive steerable sheath revealed cracks in the stopcock, resulting in leakage. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of damage is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation identified cracks in the stopcock, resulting in leakage. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.